Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms, which were not reproduced. The false messages were confirmed through observation of the alarm during functionality testing. They were found to be caused by low ultrasonic readings with a fluid filled set. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump intermittently displayed the upstream occlusion message. Any pt involvement, injury or medical intervention is unk.